Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) as low as 30 mg/dl. Reportedly, the suspected cause of the low bg was due to the pump over-delivering insulin. The customer disconnected from the pump and consumed carbohydrates to address low bg.